Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had a follow up appointment with their doctor about 2 weeks ago and at that time they were not having any issues, they were doing good with their symptoms but over the last 2 weeks or so they have been having more accidents, almost like a repeat of what was happening before they got the surgery. Patient said the doctor turned it up a little bit and said they may need to turn it up more which they were open to doing that. Patient was not with their equipment at the time of the call. Patient would call back when they have their equipment with them. Additional information was received from a patient. They reported that the device was not working. Patient said that they didn't want to make any therapy adjustment and wanted to have the device removed. Reviewed information (info) and redirected to healthcare provider (hcp)

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.